Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the associated defibrillator failed self-test using these attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The one-step cpraa electrodes were not returned to zoll medical corporation for evaluation. A device history record (DHR) review and the review of the device master record (dmr) log were conducted. The reviews of the logs found no discrepancies or abnormalities and the evaluated pieces were assembled to specification. No trend is associated with reports of this type.